Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump motor. Device was sent in for loaner return and it was found that the mixing pump was not functioning properly. Mixing pump motor was replaced. 1/2 l shaped and double bend tubing found expanded. The device underwent pm servicing while in for repair. Serviced circulation pump. Replaced heater, drain valves, tank tubing, fill tube, and coin cell. Fill tube replacement to convert unit to loaner. The unit passed all tests, is functioning properly and is ready for use. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. The DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that assess or service returned loaner equipment in an arctic sun device. Per review of wo on 18apr2023, the mixing pump was not functioning properly so the pump motor would be replaced. Per sample evaluation results received on (B)(6) 2023, it was reported that 1/2 l shaped, and double bend tubing found expanded. It was noted that the fill tube needed replacement. Per support/biomed tech via email on 04may2023, it was reported that from their knowledge they did not have any issues with arctic sun this past (B)(6), called on (B)(6) 2023, it was reported that the device needed a replacement pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that assess or service returned loaner equipment in an arctic sun device. Per review of wo on (B)(6) 2023, the mixing pump was not functioning properly so the pump motor would be replaced.